Manufacturer narrative:
A complete lead was returned. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification. Visual inspection found lead damage consistent with that occurring at the time of the explant procedure. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported high lead impedance and dislodgement could not be conclusively determined.

Event description:
During follow-up, the lead impedance was increased and an x-ray examination revealed a left ventricular (lv) lead dislodgement. The lv lead was explanted and replaced with no adverse consequences to the patient.